Event description:
Philips received a complaint by the customer physician on the v60 indicating that a 1203 "low leak-co2 rebreathing risk" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. Based on the information provided and/or service performed, it was confirmed that the device did not meet product specifications. Resolution and disposition are pending.

Manufacturer narrative:
E: (B)(6) hospital. (B)(6). Reporter phone (B)(6). Institution phone: (B)(6).